Event description:
The customer reported a false positive result on a directly tested nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed on a new nasopharyngeal sample. Confirmation testing was performed with trc on (B)(6) 2021 and generated negative results. Per the customer, the patient was not symptomatic. Additionally, there was no patient harm due to test results. There was no delay or impact in treatment due to patient results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m163840 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m163840, test base part number 190-430 / lot: m163840. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163840 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.